Event description:
Voluntary medwatch received states a patient presented in the emergency room with symptomatic bradycardia due to loss of device function and no magnet response on their pacemaker. The device was explanted and replaced in a procedure on an unknown date. Post-procedure the patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5169486.

Manufacturer narrative:
Correction: h6.